Manufacturer narrative:
Lot review: reported spiros lot# 3311260 showed 12000 units were manufactured, tested, inspected and released in september 2017 citing no exception documents.

Event description:
Medsun (B)(4) received reporting multiple issues (leakage) with use of ch2000s-c & unspecified IV tubing and clave connectors. The (B)(6) event was reported as follows "...it was brought to nurse's attention that patient tubing became disconnected and was quickly reconnected back to chemo then rn notified. Rn noticed a half dollar size of chemo on pts bedding. It was reported that the IV tubing came detached from the "blue cap" (spires cap) . The sprios cap and clave stay attached to pt. Rn immediately stopped chemo and heplocked the distal lumen. Md reordered the remaining amount of chemo needed. Changed red cap. Remaining amount infusing at this time.". There were no reported patient injuries, adverse consequences.